Manufacturer narrative:
The implants remain in-situ. Revision surgery is planned for an unknown date. A radiograph image was provided which confirms the screw back out and fracture. The identifying part and lot numbers were not provided; therefore, a review of device history records cannot be performed. Based on the information provided, a root cause could not be determined. Multiple attempts have been made to obtain information. If additional information and/or the implant are provided, a supplemental report will be filled accordingly. Labeling review warnings/cautions/precautions: without solid bone fusion, this device cannot be expected to support the cervical spine indefinitely and may fail due to bone-metal interface, metal, or bone failure. Based on the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, compliance of the patient, and other patient conditions which may have an impact on the performance and results of this system. No spinal implant can withstand body loads for an indefinite period of time without the support of bone. In the event that successful fusion is not achieved; bending, breakage, loosening, migration and/or disassembly of the device will occur. Potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, and necrosis of bone, neurological injury and vascular or visceral injury. Do not place the plate bender over the blocking mechanism as damage can occur and affect its function. The bend should be applied in the area between the screw holes in order to avoid bending across the screw holes themselves. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon should be discussed with the patient preoperatively. Initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Postoperative management: the patient should have a complete understanding of and compliance with the purpose and limitations of the implant devices. The surgeon should instruct the patient on how to compensate for any loss in range of spinal motion due to bone fusion. Additional or revision surgery may be necessary to correct an adverse effect. The surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and /or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibration motion, fall, jolts or other movements preventing proper healing and/or fusion development.

Event description:
A patient underwent an anterior cervical discetomy and fusion spinal procedure on an unknown date. It was reported that a screw backed out and fractured postoperatively. Revision surgery is planned.